Event description:
It was reported that the patient was going to have a magnetic resonance image (MRI) to rule out a possible granuloma at the catheter tip. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709 serial# (B)(4), implanted: 2003 (B)(6), product type catheter. (B)(4).